Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2021, occlusion of the contralateral leg components that were placed on the left side, from the long radiopaque marker to the distal end of the device, was observed, and a thrombectomy was performed. The patient tolerated the procedure. The cause of the occlusion was not reported to gore.